Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (does not charge battery pack) was confirmed. As received, the charger was unable to charge a battery pack. Upon evaluation, there was liquid contamination on the battery board and the q1 current controlling transistor was shorted. The cause of the inability to charge a battery pack is the contamination and shorted component. The cause of the shorted component is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was unable to charge the battery packs.